Manufacturer narrative:
This report is for 1 unknown rod. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the loosening of the screw caused the rod to slid after the surgery on (B)(6) 2012. The caps were loose after the surgery. It was unknown when the incident happened. It was reported that an extract operation will be performed at another hospital in tokyo. This report is for an unknown rod. This is report number 5 of 5 for (B)(4).